Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.510(k) # is k073231.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging his onetouch ultralink meter was displaying an "ER 5" message. Per the onetouch ultralink user guide, this error means the meter has detected a problem with the test strip. Possible causes are test strip damage or an incompletely filled confirmation window. The complaint was classified based on the customer care advocate (cca) documentation. The patient claimed that the alleged issue began on the same day he contacted lfs for assistance at an unspecified time. The patient reportedly manages his diabetes with an unknown type and dose of insulin through pump therapy and it is not known whether he made any changes or took any action in regards to his usual diabetes management routine in response to the alleged issue. He claimed at approximately 6pm after the alleged issue occurred, he developed symptoms of "sweating and light headedness" and reportedly self-treated with an unknown type of food/drink at 7pm of that same evening. He stated no other device was used. At the time of troubleshooting, the cca noted the patient was using the correct test strips and they were unexpired and stored correctly. The patient was reportedly performing the test correctly; the sample did draw completely into the test strip. However the alleged issue remained unresolved as the patient did not have his testing supplies at the time of the call. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly was unable to test his blood glucose due to the reported issue he reportedly developed symptoms suggestive of hypoglycemia after the alleged meter issue began.